Event description:
It was reported that a wire missing occurred. The sensor was inserted into the leg, which is off label usage of the device, on (B)(6)2024. Data was received but not investigated as data will not confirm the issue. No product was provided for investigation, however, a photograph was provided. The allegation was confirmed via photographic inspection due to a missing sensor wire. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
Cmpl-(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that a wire missing occurred. The sensor was inserted into the leg on (B)(6) 2024. Data was received but not investigated as data will not confirm the issue. No product was provided for investigation, however, a photograph was provided. The allegation was confirmed via photographic inspection due to a missing sensor wire. The probable cause could not be determined. No injury or medical intervention was reported.